Event description:
Customer's husband reported a hospitalization for high blood glucose on (B)(6) 2014. Customer's blood glucose was 397 mg/dl when hospitalized. She experienced vomiting, weakness, and stomach issues. She had ketones while she was at home. At the hospital, she was diagnosed with diabetic ketoacidosis. At the time of the call, customer was in the intensive care unit. Customer's husband stated he does not think the insulin pump malfunctioned because customer was able to lower her blood glucose through a bolus. Customer was advised to call if issues occur to troubleshoot the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.